Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during post-dilatation of a moderately tortuous, eccentric common iliac artery (cia) the fox plus balloon ruptured at 12 atm. The procedure was completed using a non-abbott balloon catheter. The physician commented the rupture occurred when the balloon came in contact with the stent edge. There were no reported adverse pt sequelae. No additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.